Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 20 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unlikely that the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was possibly using a competitor's sensor system. Troubleshooting was not completed as this was a past event. The customer had the low incident while at their health care provider's office and was transported by emergency medical service to a hospital where they were admitted. The customer later passed away on (B)(6) 2021 while undergoing pacemaker implantation surgery, after being transferred to another hospital. The customer had recovered from their low incident by (B)(6) 2021 when they were transferred to a different hospital for their pacemaker surgery, that was moved up from later in may. The caller was unsure if the customer was wearing the pump at the time of passing as they are not aware if the hospital allowed pump use during the hospitalization. The insulin pump will not be returned for analysis.